Event description:
Literature was reviewed regarding a 74-year-old male patient who underwent mitral valve replacement using a medtronic 29mm mosaic valve. It was reported that post implant, the patient presented to an outside hospital with bradycardia, lethargy, and lower-extremity edema. The patient was determined to be in myxedema coma from antiarrhythmic medication use and cardiogenic shock. It was reported that the patient was treated with intravenous medications. A transesophageal echocardiogram (tee) performed showed severe mitral regurgitation from a torn bioprosthetic leaflet and a non-medtronic transcatheter valve was implanted valve-in-valve. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: alan wong., et al.. Transapical retrieval of an embolized valve during transcatheter mitral valve replacement using a retrieval basket. The journal of the american college of cardiology 31(18):107715 2026. 10.1016/j.jaccas.2026.107715 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. D6: implanted date ( year valid) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.